Event description:
It was reported that a user experienced hyperglycemia while two days into ilet use, with a device-reported glucose of 301 mg/dl and a confirmatory fingerstick of 298 mg/dl after announcing a usual breakfast; troubleshooting and education were provided, including discussion that the ilet adapts over time. Symptoms included elevated blood glucose without reported injury. Outcomes included no hospitalization and no long-term impairment. Investigation included user interview and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.